Event description:
Caller reported a false positive troponin I (tni) result when testing triage cardiac panel test vs access ii. The customer uses a 0.05 cutoff. Patient came in due to dizziness and abdominal pain. The tni test result on triage cardiac panel gave a positive result. All samples with a value higher than cut-off reflux to the lab for testing. Testing on the access ii gave a negative result. Repeat testing on triage cardiac panel gave a negative result.

Manufacturer narrative:
Investigation pending.